Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following surgery the patient experienced severe pain, scarring and hernia recurrence. It was reported that he underwent mesh revision on (B)(6)2014 by dr. (B)(6). It was also reported that he underwent mesh removal on (B)(6)2014 by the same doctor at (B)(6)health center. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/29/2020.

Manufacturer narrative:
Date sent to FDA: 05/04/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.